Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. Treatment and outcome were not reported. No additional information is available. This is report 1 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.a review of all batch record documents for potentially associated lot number h13c27077 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. (B)(4).